Event description:
It was reported that the patient had a system controller and backup battery exchange on 10mar2026 due to a backup battery fault alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.